Event description:
It was reported that a malfunction occurred with the pump, displaying malf 3. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, which was still under warranty. The customer was instructed to use multiple daily injections as a backup insulin therapy and agreed to return the faulty pump using a pre-paid label within 10 days, after putting it into storage mode.